Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump date and time was inaccurate. Reportedly, the pump time was "off by 3 minutes". There was no reported impact to customer's blood glucose level. Contact stated they were unsure if customer's blood glucose level was impacted. Reportedly, customer will continue to use the pump for insulin therapy.